Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose due to bent cannula. Blood glucose level at the time of the incident was above 33.3 mmol/l which was treated with bolus. Infusion set was changed prior to event in less than 24 hours. Auto mode feature was active at the time of high blood glucose event. Customer does not alleged insulin pump was under delivering. Customers last blood glucose reading was 3.6 mmol/l. The insulin pump will not be returned for analysis.